Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging between 360-361 mg/dl and 1.8 mmol/l ketone level. Cause was not known. Customer reverted to alternate therapy to address bg. Recommendation was made to consult with a healthcare provider for diabetes management.